Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site. The physician believed that the pain is not device related. The patient was admitted to the hospital. No further information has been obtained despite good faith efforts.